Event description:
User facility reports event in which the needle cannula separated from the hub on one of the two needles in use. This occurred at termination of treatment when the needle was being removed from the pt's vascular access site. The pt's care giver used tweezers to remove the cannula from the pt's access. There was no injury or other adverse event outcome to the pt. The complaint sample has been returned to this MFR and investigation is pending.

Manufacturer narrative:
Investigation is pending at the time of submitting initial 30 day medwatch. A follow up report will be submitted when investigation is complete.